Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.